Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event rupture was received on march 27, 2025, with lot number 267085. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as unidentified. Tear) opening (shell thickness was within specification). As per the investigation procedure crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.